Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with chest pain and it was discovered that the 3.0mm taxus liberte stent that had been implanted in the ramus two weeks prior had thrombosed. The physician found that the stent was undersized and had been underdeployed. The stent had been deployed at 2.25mm instead of 3.0mm the physician predilated the lesion with a 2.5x15mm apex balloon. The physician then used an aspiration catheter along with a thrombectomy system on the lesion and ivus was performed. The procedure was completed by successfully implanting a 3.0x32mm liberte stent in the lesion. No additional patient complications were reported with the patient's current condition listed as "okay". Additional information was requested but is not available.

Manufacturer narrative:
The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.